Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to enter MRI mode due to low impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg was explanted and replaced to address the issue. Impedances cleared with the ipg replacement.